Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record was performed for the finished device 00001489 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Air was retracted. Stsf inserted into this vizigo and used. Inserted catheter was changed to stsf, and mapping was performed. For re-insert the stsf again, when the syringe was flushed, it was confirmed that the air was retracted. The event occurred 1 hour after use of this complaint product. The procedure was continued with careful flush and the issue was resolved. The procedure completed safely. The procedure was completed without patient's consequence. Air was not being introduced into the patient and the physician did not performed any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician commented that 'problems unique to visitag that are not seen with other companies' products. Air flowing back into the side port is MDR-reportable.